Event description:
It was reported the patient (B)(6) was not receiving stimulation after implantation of ipg on (B)(6) 2013. Lead diagnostics showed high impedances on all contacts, while the trial phase had normal impedances. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.